Manufacturer narrative:
Additional information: b2, b3, b5, b6, d10, e1, h6 and h11. B5: upon follow up, it was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. On the day of peritonitis diagnosis, the patient was hospitalized and treated intraperitoneally with meropenem injection (discontinued) and vancomycin injection (discontinued) for peritonitis. On an unknown date, the patient was recovered from peritonitis and discharged from the hospital. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized. The patient was treated with vancomycin injection (1g, every 96 hourly) and meropenam injection (1g, every day). At the time of this report, the patient outcome and action taken with pd therapy were unknown. No additional information is available.